Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4), batch: (B)(4).

Event description:
It was reported that all device components were explanted due to patient being worried about infection. The explanted devices will not be returned per hospital policy. No further information has been obtained despite good faith efforts.